Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the lifevest. The patient was advised by his doctor to end use related to a history of a metal allergy. There is no alleged device malfunction. The patient's medical outcome is unknown.